Event description:
The patient presented with st segment elevation and slow flow to a lesion in the omi. Warfarin was administered. The lesion was pre-dilated and a rotablator was used due to calcification at the lesion site. An endeavor sprint rx drug-eluting stent was successfully implanted to proximal lad. The stent was post-dilated, resulting in good blood flow. Four days later st segment elevation was observed. Ck values were raised to 6000. Emergency angiogram was performed. A thrombotic total occlusion was observed at the site of the previously deployed stent. The thrombus was aspirated using an aspiration catheter. Revascularization was successfully performed at site using a poba device, resulting in good flow. The patient is in remission in an in-patient ward.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent thrombosis); (based on information provided no root cause can be determined). (No device received for evaluation). (B)(4).